Manufacturer narrative:
Submit date: 5/13/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. Customer reports: the pump is not delivering the proper amount of feed. No patient involvement.

Manufacturer narrative:
Submit date: 10/14/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit does not deliver the proper amount of feed. The cause of the reported condition was due to failure of the unit¿s sensor; the sensor was replaced to correct the issue. The unit was then fully tested; unit passed all testing. Kangaroo epump was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(4).